Event description:
It was reported that the patient presented remotely. Transmission showed right ventricular lead exhibited oversensing noise. Isometric testing was performed in clinic, no lead noise was reproduced. No intervention or reprogramming was performed. Patient would be further monitored. No patient consequences reported.

Event description:
New information noted that the lead was capped and replaced on (B)(6) 2022 due to additional unspecified oversensing which lead to pacing inhibition. The patient was in stable condition.